Event description:
It was reported the patient experienced pain during sex, was still leaking, having issues with kidneys/bladder infections, dizziness, and other symptoms of autoimmune diseases. The patient additionally reported she had ptsd due to the physicians having a lack of understanding of her issues. No further patient complications were reported in relation to this event.